Event description:
Additional information later reported the patient had a history of several heart attacks that have nothing to do with the manufacturer¿s device. He has chronic heart failure (chf) and atrial fibrillation (af). His cardiologist told him that there was no way anyone could be in that much pain and was surprised he was still able to move being on that amount of medication. He contracted human immunodeficiency virus (hiv) in 1981 from a blood transfusion and now had full blown aids. He was using the pump to control the horrible pain. The aids got through the blood brain barrier in 2007 and destroyed his myelin sheath. The drug rtc also contributed to his sheath destruction. He also has hepatitis c (type: ia). He was on peg interferon and several other treatments for hepatitis c and aids to include ribavirin and ¿(B)(6)¿ interferon which when combined almost eliminated the hepatitis c. They once thought he beat it but it came back. When it had gone away for a while he felt great. He and his partner traveled the world and they went bungee jumping and snorkeling in costa rica. But it came back, and he can barely even walk any more. He could not wear shoes anymore because it is too painful. He has constant right leg and foot pain that sometimes radiates due to his myelin sheath being gone because of the aids and rtc medication. His right leg sometimes becomes so swollen that the skin breaks and he has to go to the hospital and have intravenous (IV) diuretics administered. He just gained 35 pounds in 2 days from water weight all due to the aids. He goes to bed at 7 pm because he was so tired and exhausted as he was unable to sleep, and it was a ¿catch 22.¿ he has a great group of doctors who are really good friends now. He has been seeing his infectious disease doctor for 16 years and his dentist for 30 years. He has been with his partner for 35 years. At age (B)(6), he was at his prime working as an architect and in an unfortunate accident where he broke his back. He sued his boss because it was his fault. He was able to collect a pension after he had to leave work because of his illnesses and gets a 60% check from what he was making until he turned (B)(6) plus disability. He lives below the poverty line after taxes and ¿such¿, especially because of all his bills from medication, aids complications, and pump costs. The nurse practitioner informed the patient that the catheter never broke. The patient stated the nurse practitioner said he was imagining things and something was psychologically wrong with him and gave him a list of ¿psych¿ hospitals to check into. The patient stated that it took 2 months for the office to call him back after leaving a message. He stated the product worked well. With the catheter issue, he had to go back on oral medications that there were ¿too many to count¿, and it was embarrassing to have to go and pick all of them up as the pharmacist looked at him ¿funny.¿ this was the first time in 10 years the patient had to take oral narcotics and pain medications and he was so sleepy from the medications that he could no longer drive himself.

Event description:
It was reported that for the last 9-10 months the patient had a sudden onset of pain that has doubled. The patient did not report withdrawal symptoms. On (B)(6) 2014 a contrast test was done with the pump and revealed the catheter was broke in half. When they went to take the medication out nothing came out; the pump was empty. The patient believed the catheter broke 9-10 months ago and the pump has been dry for about 9 months. The patient did not recall hearing an alarm. The last refill was (B)(6) 2014. The pump logs noted the low reservoir alarm date was (B)(6) 2014. The next refill was to be (B)(6) 2014. The patient had a heart attack 9-10 months ago right when the pain started getting worse. The patient was on 23 different medications. The medications were not reported. The patient had an appointment with the hcp (B)(6) 2014. The patient has atrial fibrillation, human immunodeficiency virus (hiv), cardiomyopathy and cirrhosis. The pump had been used to deliver hydromorphone and baclofen. Additional information later reported the patient reported never having therapeutic effect following a new pump and catheter implant. The patient stated that the catheter was broken and suspected it had been broken for a month. The doctor sent for a test that measured to see if pain medication was going through the catheter and showed an image of the pump, spine and catheter. The image showed that the catheter was broken in half. The patient stated the event had been happening for ¿months and months¿. The patient noted that even though he had not received medication through the catheter via the pump, he had been having the pump refilled. The patient met with the doctor who stated that the patient no longer qualified from the pump and that they were only implanting pumps for cancer patients. The doctor suggested that the patient have the pump permanently removed. The patient reported that he was in so much more pain and the doctors acted as if they did not care. The patient had been a patient for 11 years. When the patient first brought up the issue regarding the catheter the patient was referred to a psychiatric doctor. The patient stated that he knew the pump was broken. The patient had a previous pump in 1995 and the current pump since 2013. Ever since the new pump the patient had not been the same. The patient had been complaining since the new pump. The past 9-10 months the patient had increased pain. The patient complained about the increased pain and they thought he was drug seeking. The doctor threatened to release the patient because of them thinking he was drug seeking. The patient had brought in a list from the pharmacy where he had his medications filled and everything was filled. This happened 3 times where the patient brought in a list from other doctors for prescriptions. The patient was referred by infectious disease doctor who he had been seeing for 17 years. They kept filling the pump with hydromorphone and baclofen. The week prior to the report, when they did the test, they could feel metal and said no medication was in the pump. The doctor gave the patient 25mcg of fentanyl patches and the patient had been on 200mcg before, which was ¿years ago¿. The patient also noted that the procedure was supposed to take place on (B)(6) 2014 but did not happen until (B)(6) 2014. An implantable narcotic pump contrast was done. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information later reported the hcp may want to remove the pump but keep the catheter in. The patient was strongly opposed to this. The catheter damage was confirmed by a ¿test¿ done around (B)(6) this year. The patient had an appointment scheduled with the hcp on (B)(6) 2014 and per the patient every month the hcp slowed the rate down in preparation for the pump to be empty and explanted the end of october. The patient also had an appointment (b)64) 2014 with a neurologist regarding explant. On (B)(6)the patient stated they were going to put saline in the pump.